Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.0 x 23 mm xience alpine stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified and mildly tortuous distal left anterior descending artery. A 3.0 x 23 mm xience alpine stent was implanted in the lesion. Then, an attempt was made to advance a 2.5 x 23 mm xience alpine stent proximally to the implanted stent. However, before deployment, the 2.5 x 23 mm stent dislodged from the balloon and remained in the artery. Therefore, a snare device was used to remove the stent; however, the snare device became stuck with the 3.0 x 23 mm stent and accidentally removed it from the anatomy as well. It was reported that the inflation device was on negative when the 2.5 x 23 mm stent was being advanced, and that this caused the dislodgement of the stent. Two same sized xience alpine stents were then implanted to complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Negative pressure was induced during advancement to the lesion causing the reported stent dislodgement. The xience alpine everolimus eluting coronary stent system (eecss), instructions for use states: when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. The IFU deviation appears to have caused or contributed to the reported stent dislodgement. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Failure to follow steps.na.